Manufacturer narrative:
Information was initially submitted under MFR number 3009417901-2015-10007 as an initial medwatch (submitted february 27, 2015) and one follow up medwatch (submitted march 04, 2015); however, it was noted on may 08, 2015 that the initial medwatch had not received a third acknowledgement. Information is being resubmitted under this new MFR number to ensure delivery to the FDA. It is unknown if this nail was implanted/explanted. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2015 during drilling process of a right humeral neck fracture operation, the drill used on the distal end contacted the nail. There was no problem in the pre-surgery check. To avoid unnecessary pressure from soft tissue, the surgeon cut and opened the skin to set the sleeve directly on the bone and drilled. After the failed drill attempt using 2.5 k-wire, the surgeon aligned the image intensifier with the hole in the nail until a perfect circle was visible in the center of the screen, which made drilling and inserting a screw possible. There was a report of a twenty minute surgical delay. This report is 1 of 2 for complaint (B)(4).